Manufacturer narrative:
In an unconfirmed report, consumer claimed that use of the dental floss caused him to crack his tooth and that he required dental work to be done. Because a cracked tooth requires medical or surgical intervention to preclude permanent damage to a body structure it is considered a reportable event. However, dental experts conclude that a healthy tooth can not be cracked or pulled loose by the use of dental floss alone, and that underlying and pre-existing dental disease or compromised dental structure would be the root cause of the event. Manufacturer is continuing to obtain the product and further information. However, unless additional information regarding the event is received, or the device is returned for investigation, this incident is considered closed.

Event description:
Consumer reported to distributor that when he used the dental floss he cracked his front tooth. Said it is a design flaw, that when you use floss you can push it back and forth to get it out and it doesn't cause this, but with a flosser you can't. Says he pushed it up then pulled it back down and it broke his tooth. Lot and product number are not available.